Event description:
This device was used during a sca on a pt. There was no error reported with the device.

Manufacturer narrative:
The info obtained from this device confirms that it was used in an event, which lasted for 20 minutes and 2 seconds. A viewable ECG signal was only present, however for the first 2 minutes and 52 seconds until the pads were removed. At 13 minutes and 33 seconds the device was manually powered-up and sounded the "low battery, device service required" warning. There were two episodes of borderline shockable rhythms during this event. In the first episode the algorithm did advise a shock but the amplitude fell below the minimum threshold for a shockable rhythm and the device correctly disarmed and did not advise the "press the shock button now" prompt. During the second episode the algorithm did advise to shock, but the end user failed to press the shock button and after 20 seconds the device correctly disarmed. There was also evidence to show that CPR was ongoing after the device and attached, which can cause incorrect detection of a shockable rhythm. Routine testing and inspection of the device did confirm that a false low battery warning was given and this was a consequence of a fault found with the +ve terminal pogo pin. Both the returned pad-paks (batteries and electrodes) were tested and were proven to perform within specification and both were capable of supplying 10 shocks with no warning messages issued. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.